Event description:
The patient presented in-clinic after experiencing episodes of syncope. Upon investigation, the device was able to be interrogated normally, however, a loss of pacing was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of no pacing output and concerns of inability to interrogate were not confirmed. The device was received with normal output and telemetry communication. Analysis performed including output verification did not identify any functional issues. Device showed normal characteristics and was able to be interrogated on various merlin programmers. Longevity assessment found the device was operating above elective-replacement level (eri) with appropriate remaining longevity. There were no device anomalies found that would have contributed to the issues reported from the field.